Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl. A manual injection was administered and infusion set change was performed. Customer alleged that the pump was not delivering insulin. Tandem technical support requested to perform a system check; however, the contact declined as customer's bg level had decreased.